Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the trial was broken off and temporarily stuck inside the disc space. The threads on the inserter sheared off when attempting to slap hammer out of the disc space. The interface between the instrument and navigated tracker became stuck and we couldn't remove the nav tracker. After finally getting the instrument out it appeared to be damaged and possibly bent  there was no symptom reported. There were no further complications reported regarding the event.